Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms, which were not reproduced. The alarms were confirmed during a review of the event history log and found to be caused by a failed upstream sensor with continuity on the tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that there was no patient injury.

Manufacturer narrative:
(B)(4). This MDR was provided on 4/18/2016 within the FDA reporting time frame. The FDA made notification that the esg gateway was available to send electronic medical device reports, however after this record was provided electronically, the FDA provided notification that any MDR sent on 4/18/2016 was not received and should be resubmitted.